Manufacturer narrative:
Exemption number: e2013009. Berlin heart inc. (Importer number: (B)(4)) is submitting the report on behalf of berlin heart gmbh (manufacturer). The excor blood pump, s/n: (B)(4), was in use by the patient from (B)(6) 2019 until (B)(6) 2019 (1 day). We have reviewed the production records of the excor blood pump, s/n: (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. The affected pump has not been returned to the manufacturer yet. A detailed report will be submitted upon completion of the analysis.

Event description:
Berlin heart inc. Was contacted by the clinic on (B)(6) 2019 to report that a membrane crease was noted in the excor blood pump of a patient supported in the lvad configuration. This had not been noted while priming the blood pump. The clinic then provided berlin heart inc. (B)(6) personnel with a video of the affected blood pump. The pump function was not affected during this event with complete filling and emptying. Upon evaluation of the videos from the clinic, berlin heart (B)(4) recommended an exchange of the blood pump the blood pump on (B)(6) 2019. Trained personnel at the clinic exchanged the blood pump without incidence. The patient was not affected by this incident and is doing well.

Manufacturer narrative:
The abnormality could be confirmed during the initial visual examination of the returned blood pump. The blood pump was tested for functional performance. Despite the crease formation, the pump performance met its required specification. The blood pump was then disassembled for further investigation and the membrane layers were tested individually. All three layers were intact. The individual membrane layers were compared with reference membrane layers for 25 ml pumps. It could be confirmed that all three membrane layers conformed to those used in 25 ml pump. The accuracy of fit of the membrane layers to the 25 ml membrane forms was also confirmed, thereby yielding the verification that the membranes were produced correctly. The membrane thicknesses of all three membrane layers were re-measured. The membrane thicknesses of all layers correspond to the specification at all measuring points. The exact cause for the crease in the membrane could not be identified.